Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-03169, 03170, 06350 / 06351).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain. There has been no reported revision procedure of the left hip. A review of invoice history revealed that a bilateral hip arthroplasty procedure occurred on (B)(6) 2009; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. Additional information provided in patient medical records indicates the right total hip arthroplasty was performed on (B)(6) 2009 and the left total hip arthroplasty was performed on (B)(6) 2009. Additional information provided in patient medical records reveal the right hip revision performed on (B)(6) 2013 was due to pain, metallosis, fluid collection, and difficulty of motion. The patient¿s operative report noted fluid, and necrotic dark hematoma. The head and cup were removed. There is no reported revision for the left hip. Further information provided in patient medical records show correct product identification. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.